Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had critical pump error on their device. It was reported that the customer's blood glucose level was 140.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to electronic board. The insulin pump was received with keypad overlay texture damage, missing display window cover, cracked battery tube threads, cracked case (battery tube) and minor scratches on lcd window.